Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the locking compression plate (lcp) dill sleeve was used during a proximal tibia fracture procedure on (B)(6) 2018. During the postoperative cleaning of the device, it was noted it is broken. The breakage was not noted during surgery and was only noticed during cleaning. X-ray and computed tomography (CT) scan verified no fragments remained in the patient. This report is for one (1) lcp drill sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part: 323.042. Lot: 2128060 . Manufacturing site: (B)(4). Release to warehouse date: 08. Apr. 2005. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The evaluation of the received lcp drill sleeve has shown that a piece of the thread is broken off, the fragment was not send back for investigation. Due to the damage the relevant dimensions cannot be verified anymore. Therefore the manufacturing documents were reviewed and no complaint related issues were found. Back then the correct material was used with 1.4112 stainless steel, the hardness was within the specification of 690 +/-40 hv0.5 and the relevant dimensions did pass the 100% final inspection at the end of the manufacturing process. This device was manufactured with a lot size of 206 pieces in april 2005 and we are not aware of any other complaint for this article- and lot number combination. These findings speak actually against any manufacturing related issue. Based on the provided information was are not able to determine the exact cause of this occurrence. That the fragment is just broken off on one side of the thread and the size of the fragment with about 4 thread flanks could be an indication for a mechanical overload by lateral stress while the drill sleeve was threaded into a plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.